Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ normal saline 10ml fill in 10ml syringes had holes in the syringe, and the event was found when attempting to flush an occluded piv. Customer¿s verbatim: ¿it was reported that two syringes from the same lot number have holes in the syringes found when attempting to flush an occluded piv.¿

Event description:
It was reported that two bd¿ normal saline 10ml fill in 10ml syringes had holes in the syringe, and the event was found when attempting to flush an occluded piv. Customer¿s verbatim: ¿it was reported that two syringes from the same lot number have holes in the syringes found when attempting to flush an occluded piv.¿

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 801711a, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Inspection records verified in-process and release inspections met required specifications. Retained samples of the reported lot were evaluated, no drops of liquid or holes were observed in the product. Based on the available information we are not able to identify a root cause at this time.